Manufacturer narrative:
A review of the complaint history for sn 16034047 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16034047 was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch was missing its magnet. A field service engineer replaced drawer latch inseparable and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user followed the referenced procedures for failed hardware, but the issue persisted as the system displayed the error message "failed to stay closed."the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.